Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have part of the pen display missing. This humapen memoir is associated with pc (B)(4) and lot unknown. Training status, operator of the device, length of use of the reported device and device model were not provided. It was not reported if the patient would continue to use the device or device model. Return of the device is anticipated.

Manufacturer narrative:
Complaint suggestive or reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.